Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, the drawers were not opening. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, the technical support specialist (tss) confirmed that a root cause analysis could not be performed as no response was received from the customer, and no repair information was available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux, the drawers were not opening. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacture date not available.